Event description:
Meter read 88 mg/dl, subject was in cold sweat. Another meter brand read 42 mg/dl. Ambulance arrived, read 40 mg/dl on their meter. Ems personnel gave fluids on way to hospital. Subjects glucose level was 104 mg/dl at hospital.